Event description:
An endeavor resolute rx drug-eluting stent, length 12mm, diameter 3 mm, was intended to treat a lesion in a patient which exhibited moderate tortuousity and moderate calcification. It was reported that the stent system could not cross the lesion and, on withdrawal, raised stent struts were noted. The device was inspected prior to use with no abnormalities noted. Resistance was experienced during attempts to cross the lesion and during removal. It was reported that the physician felt that the damage occurred during withdrawal. A new device was used to treat the lesion. No patient injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4): results: failure to deliver stent, stent deformation. Stent deformation occurred during withdrawal from vessel. Conclusions: stent deformation occurred during withdrawal from vessel. Evaluation summary: the device was returned to medtronic for evaluation. The stent was positioned on the balloon as per specification. Three struts on the first proximal stent segment were raised and deformed and pulled in a distal direction away from the proximal pillow. Blood residue was evident between the balloon folds. The distal tip was frayed.